Event description:
It was reported that during an unk prodedure the tissue pad melted. They used another device. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.